Event description:
The customer called to report that the pump does not give an audible tone. It was indicated that the pump did not beep during the tone test. At that time, the customer was advised that a repalcement will be sent.